Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the retainer ring was falling off of the insulin pump's reservoir compartment. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to perform the displacement test due to missing retainer. The insulin pump had partially broken reservoir tube lip, scratched case, cracked select button keypad overlay, pillowing keypad overlay, minor scratched lcd window and missing the reservoir tube o-ring.